Event description:
A medtronic representative reported that, while in a cranial procedure, after registering the patient, the software became unresponsive. Re-starting the navigation system restored normal function. The surgeon continued and completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient information was not made available from the site. (B)(4) 2015 - software investigation was completed. This issue was found related to a software issue and was documented in a medtronic software anomaly tracking database. Subsequent procedures have been performed using this navigation system, all without issue. No further issues have been reported.